Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer ring, missing reservoir tube o-ring and minor scratched lcd window. No cracks on the battery threads noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the battery thread. Customer's blood glucose was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis.